Event description:
The customer reported that the system was mixing patient images (data mix). This could result in an improper diagnosis of images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rethe customer reported to philips healthcare that the heartstart mrx has an intermittent ECG issue. There was no patient involvement.presentative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.